Event description:
It was reported that during a ukr procedure, water came out of the anspach drill cable connection when it was opened and there was no backup available. When it was plugged in, an e8 error appeared. The drill was tried to be dried off and shaken out, the power was down and back on (it was tied a second time), but the e8 error was not resolved. The procedure was continued with manual instruments and caused a delay of less than 30 minutes. At the end of the case, another drill (non-sterile) was plugged in and was able to connect to navio without issue.

Manufacturer narrative:
The reported device, used in treatment, was returned to the designated complaint unit for independent evaluation. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found similar reports, this issue will continue to be monitored. This failure mode is identified in the navio risk profile. The navio user's manual (500196) provides information for drill troubleshooting in the "common problems & solutions table" section. A relationship, if any, between the subject device and the reported event could be determined. Functional evaluation found that the drill worked as expected without any errors, however visual inspection found that there is a 1/8 inch tear in the outer sheath at the drill strain relief. It was also found that the coating on the cable that secures the cap is peeling. While the e8 error was not confirmed in testing, the most likely cause of the error is water ingress at the tear in the hose. The most likely cause of the slice in the tear is improper handling. Care and caution should be exercised during the surgical site setup and tear down to protect the device cable and from sharp objects or from situations that pin the cable between two objects. Do not use excessive force on the device strain reliefs during the decontamination process to minimize separating the cable from the strain relief. Refer to the navio surgical system user's manual and the navio surgical system instrument kit cleaning and sterilization guide for proper handling. No containment or corrective actions are recommended at this time. The medical investigation found that this complaint from the united states reports an anspach drill error 8. Per complaint details, the device malfunctioned while setting up use. The procedure was delayed less than 30 minutes. Based on the information provided, there was no patient injury/impact as the procedure was completed with manual instruments. Smith and nephew has not received adequate materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. Our reference number: (B)(4).